Event description:
It was reported that the device could not provide defibrillation therapy through the internal paddles while in use on a patient. There was no adverse outcome as the patient was successfully defibrillated with a back up device. It was reported that the internal paddle handles have been sterilized more often than recommended in the handling, cleaning and sterilization guidelines for internal defibrillation handles and electrodes.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the failure. Physio-control determined that the device was functioning as per specifications. The internal paddle set was not returned to physio-control therefore further evaluation could not be performed. Physio-control observed proper device operation through functional and performance testing and returned the device to the customer. Since the internal paddles were not returned to physio-control for evaluation, further verification of the failure to adhere to the handling, cleaning and sterilization guidelines for internal defibrillation handles and electrodes was not confirmed. A conclusive cause of the reported failure could not be determined.